Event description:
It was reported that during deployment of a vascular stent in the sfa from an axillary access site, the stent would no longer deploy after 100mm of the stent had been released. The handle was disassembled to complete the deployment; however, the attempt was unsuccessful. A femoral access site was established and an attempt was made to resheath the stent: however, the deployed stent segment was sheared off during the attempt. A snare device was used to pull the detached stent segment to the external iliac artery, where it was secured to the vessel. The pt was reported to be stable and no pt injury was reported.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.